Manufacturer narrative:
Ype lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient started experiencing the device not helping with their symptoms in (B)(6)2016. The cause of the leads not being in the proper place was unclear as the hcp did not place the device. They saw the patient after they had been having issues, and obtained imaging. The hcp offered replacement of the lead wire, which the patient had been considering. It was noted that the botox injections were not related to the device/therapy, and were an alternative. There were no further complications reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va14uvb, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they currently had the device off, and the device had not been helping with their symptoms. The patient mentioned that they were seeing a new urologist who indicated that the device should be replaced because the leads were not properly placed. The patient noted that they were still thinking about having the device replaced. They further provided that the urologist gave them botox injections, and that hadn't helped either. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.